Manufacturer narrative:
(B)(4) - urinary problems; undefined recurrence; mesh exposure. Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy and cystocele repair due to sui and grade 2 cystocele. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems, organ perforation, recurrence, bleeding, dyspareunia, problems and vaginal scarring. It was reported that patient underwent mesh excision on (B)(6) 2007 due to dyspareunia, pelvic pain, exposed vaginal mesh, and open wound. No additional information was provided.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2007 and mesh was implanted and on (B)(6) 2007 monarc was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.